Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a new cartridge with 300 units and the pump displayed a fill estimate with a "+" value. The customer was unable to recall the exact value, and then the insulin gauge changed to a fill estimate value of 90 units. Subsequently, an occlusion alarm occurred. As the pump supplies in use during the occlusion alarm had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer's blood glucose level was 150 mg/dl.